Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire tip separation, requiring medical intervention to prevent permanent impairment or injury. Device issue: guide wire tip separation. It was reported that the flexi-wire guide wire got stuck (trapped) with a previously implanted stent. As a result, the flexi-wire guide wire tip separated about 3 cm proximal to the tipball and remained in the patient's anatomy. The separated guide wire tip was successfully removed with a snare device. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Summation: product performance engineering determined that guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Attempts to remove the guide wire in this state most likely met resistance and contributed to the reported tip separation. Per the IFU, "use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the guide wire may become caught on the stent strut." The separation is most likely due to case circumstances, and a definite root cause could not be determined.